Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 13mm distal of the proximal markerband. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found the shaft of the device to be severely kinked at more than one location. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Markerbands were undamaged in the correct position on the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the left forearm vessel. A 5.0 x40, 75cm gladiator elite balloon was advanced for dilation. However, when the balloon was pressurized to 17 atmospheres, the balloon burst. The procedure was completed with another of the same device. The patient's condition following the procedure was stable. It was further reported that the target lesion was 75% stenosed, non-tortuous, and non-calcified. Furthermore, the balloon ruptured during the first inflation for 10 seconds, and the balloon was removed without any problem using the normal method.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the left forearm vessel. A 5.0 x 40, 75 cm gladiator elite balloon was advanced for dilation. However, when the balloon was pressurized to 17 atmospheres, the balloon burst. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.